Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for the right ventricular lead integrity alert were met, and the impedance on the rv pacing lead was beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The lead was abandoned and a new lead was implanted. No patient complications have been reported as a result of this event.